Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/23/2015. The fse found that the tubing through pinch valve vl27 was cut. The fse replaced the tubing, which repaired the leak. The fse also found that the white blood cell (wbc) bath was defective. The fse replaced the wbc bath, which repaired the failing start up and the differential vote outs. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running startup. The instrument was also generating voteouts for differential parameters and failing startup with regard to hemoglobin (hgb) parameters when the leak was noticed. The volume of the leak was about 20 cc and was not contained within the instrument. The customer powered off the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.